Event description:
The customer reported the system is displaying a temperature sensor failed error message, and images are dark. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector. System operates as intended. This MDR is related to ge healthcare.